Event description:
It was reported that intermittent occlusion alarms occurred. The customer would change the pump supplies to address the occlusions. On (B)(6) 2026 the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of over 800 mg/dl with ketone levels identified as dangerous by healthcare provider. The customer received intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue without causing any permanent damage. Customer was discharged on (B)(6) 2026.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.